Event description:
It was reported the ventricular connection at the top of the external pulse generator (epg) was cracked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle connector lock is broken off. Upper and lower case halves are broken. Both bail covers are broken. Ring cover is contaminated. Lead flex cover is broken and corroded. One case screw is missing. One printed circuit board flex is creased. Battery contacts are compressed. The ring is bent.